Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. It was reported that needles ae coming unwedged with little to no effort. Removing all lot 106bc1. Tried getting rid of the pack and open new one and the same thing occurred all same lot. No surgical delay was there. No patient harm was reported. Devices are available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2025 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: it was reported that "...needles ae coming unwedged with little to no effort. Removing all lot . Tried getting rid of the pack and open new one and the same thing occurred all same lot." * the initial event description appears to mention that two packs were affected; however, the quantity of product involved was entered as 42. If possible, could you please confirm the number of devices affected by the "needle unwedged" issue observed during this procedure? -there was a total of three packs that were affected during the procedure. 42 is the total amount of product with the same lot number. * when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? During use on the patient. * please provide the source or name and title of external person providing answers to follow-up: (please refer to the attached email), supply logistics coordinator. Tj kidd, cvor and vascular clinical coordinator email: (please refer to the attached email) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. I need to provide instructions for (please refer to the attached email) to send the product pack to us. Is there a label we can provide them or any other process for sending the products back? Where do they send it? H3 investigational summary: the product was returned to ethicon for evaluation. Thirty-nine unopened samples were received for analysis. The product code m8737 is double armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.